Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that a falsely elevated carbon dioxide liquid (co2_l) result was obtained on a patient sample on an advia chemistry 1800 instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed and completed all necessary checks. The cse also replaced the l-ring seals from the sample aspiration/dispense pump (sp), dilution probe aspiration pump (dip), and dilution probe discharge pump (dop) and replaced the reagent dispensing pump 1 (rp1). The cse determined that the rp1 probe was blocked and cleared it. Then, the customer ran calibration and quality controls (qc), which recovered acceptably. Next, the customer ran a 5-sample precision test on an old patient sample, which recovered acceptably as well. Siemens concluded that the potential cause of the falsely elevated co2_l patient result is due to an instrument in need of routine service. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated carbon dioxide liquid (co2_l) result was obtained on a patient sample on an advia chemistry 1800 instrument. The discordant result was not reported to the physician. The sample was repeated on an alternate advia 1800 instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician as it aligned with the expectation for this patient. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_l result.